Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global catheter broke. The following information was provided by the initial reporter translated from french to english: when the catheter was inserted, the operator injected and then fitted the catheter. At this point, a piece of plastic came detached. Unfortunately, the device was thrown away. (B)(6); has there been any harm to patients/healthcare professionals? There is no damage to the patient, there is a rupture of the catheter for which it is necessary to make a change and perform double procedure to the patient. Could you share the photos of the incident? Photographic evidence is added. Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) it was not necessary. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the professional and what measures were taken. (Detail) there was no exposure.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381034 and lot number 4116718. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.